Event description:
It was reported that the user performed a factory reset on the ilet due to maladaptation from meal announcement practices, including instances of announcing smaller-than-usual meals as usual meals; education was provided that post-reset reports would display pre-reset delivery data until the learning period updated, and a fingerstick in the high 50s was treated with juice, with blood glucose otherwise not affected; the event aligned with an improper or incorrect procedure or method related to the user interface. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with incorrect size meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.